Manufacturer narrative:
(Eval method, results and conclusions)-the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
This x-ray system stopped functioning with only a blue screen in the middle of a case. A hard reboot had to be performed to bring the system back up and the case was then able to be completed by the dr. The pt was not injured.